Event description:
It was reported that in (B)(6) of 2010 the implantable neurostimulator (ins) stopped working. The device zapped the patient and threw them to the floor and stopped working after that. A new device was implanted on (B)(6) 2011. The healthcare provider (hcp) noted that they had not seen the patient since (B)(6) 2011 and had not heard about any issues. It was noted it was unknown if the issue had been device related. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3888-45, lot# v399802, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v398030, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: extension. (B)(4).